Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0075 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redu0075) have been reported from the same facility in (B)(6).

Event description:
The following was reported, "the catheter presents some type of porosity in the proximal part before arriving to the axillary vein and produces extravasation. As a consequence there is a venous thrombosis. Type of procedure PICC implant. Technique seldinger. Access basilica."